Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if any future malfunction codes appear. Customer acknowledged these instructions.